Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a procedure on the (B)(6) year old female, with pre-existing condition of hepatic and renal dysfunction, the tip broke off of the catheter and became lodged in the soft tissue tract leading to the kidney. This was observed on a CT scan; which was performed for a different medical reason. The tip was removed successfully. No further details were provided regarding patient outcome.

Manufacturer narrative:
Clinical assessment: it was reported that " the tip was removed successfully." Patient outcome and device location are unknown. Due to the limited available information it is not very clear if the root cause of the event is associated with the patient condition, the medical procedure or an eventual malfunction of the device. Investigation - evaluation a review of the documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record for non-conformances was not possible due to no lot number reported. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Additionally, "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." We will continue to monitor for similar complaints. Due to product not being returned, we are unable to confirm material degradation failure mode. A CAPA request was initiated as part of the recall actions to further investigate the incident. This product is in scope of the recall, therefore this complaint will conservatively be accepted as part of the CAPA.

Event description:
It was reported that during a procedure on the (B)(6) female, with pre-existing condition of hepatic and renal dysfunction, the tip broke off of the catheter and became lodged in the soft tissue tract leading to the kidney. This was observed on a CT scan; which was performed for a different medical reason. The tip was removed successfully. No further details were provided regarding patient outcome.